Manufacturer narrative:
(B)(6). The event is currently under investigation. A final report will be generated upon the completion of the investigation.

Event description:
It was reported by the user facility that a patient underwent a flex urs procedure using an ngage stone extractor. The physician indicated the extractor opened correctly the first attempt and then failed to open on consecutive attempts, therefore another extractor was used for the procedure. Incident happened before patient contact. No further information was provided.

Manufacturer narrative:
Investigation ¿ evaluation. A review of device history record, complaint history, documentation, quality controls, specification, and visual inspection / functional testing was conducted on the returned device during the investigation. The returned device was evaluated and the basket sheath appeared to be smooth with no damage. A functional test was performed and the unidex handle (udh) actuated the basket formation to the open and closed position without issue. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. In addition review of device master record did not observe any non-conformances that may have contributed to this incident. There were no other reported complaints for this lot number. Based on the provided information, a definitive root cause cannot be established or reported at this time. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.